Event description:
It was reported that balloon ruptured. The 95% stenosed target leison area was located in a moderately tortuous cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, the balloon device was advanced for dilatation. However, the balloon ruptured at the second inflation at 10 atmospheres. The device was simply removed. The procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6) . E1. Initial reporter city: (B)(6) . Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 95% stenosed target leison area was located in a moderately tortuous cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, the balloon device was advanced for dilatation. However, the balloon ruptured at the second inflation at 10 atmospheres. The device was simply removed. The procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.